Event description:
It was reported that the device exhibited last error code 1870. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation still progress.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The reported issue was not confirmed through the event history or functional testing. The device tested normally at the time of evaluation. No action was taken as no fault was found with the device.